Event description:
According to the complainant, the bloodlines are leaking where the lines connect to the arterial connector. They are not closing properly, causing blood to leak and air bubbles in the line. No patient injuries were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400726469. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of thirty-two samples were submitted to the manufacturer for evaluation. The samples were visually evaluated, and no defects were observed. Additionally, a subset of samples was subsequently subjected to luer taper testing; no failure was observed at the arterial line and the venous line. Furthermore, the samples underwent leak testing, and four did not meet the test requirements: two exhibited leakage only at the blue patient connector, one showed leakage at both the blue and red patient connectors, and one exhibited leakage only at the red patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.